Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for radiculopathy and spinal pain. It was reported that the patient initially had unilateral dbs system for essential tremor (et) and then later a scs system planed in (B)(6) 2016. The patient developed et symptoms on the other side of their body and had a dbs system implanted on the other side. This system was first turned on in (B)(6) 2018 and after turned on the patient started to have pain in the right side of their head in the area of the other manufacturer system when the scs was turned on at the same time as the other manufacturer device. If both dbs systems were on, there was no pain on the right side of their head but once the scs system was turned on along with both dbs systems, the patient had the right side pain. Initially the patient thought the head pain was due to staples used in the right side of their head but the pain had persisted. When the scs was turned on with both dbs devices on, the patient had a return of tremor in the right arm that was similar to the patient's baseline tremor on that side. This was seen in clinic on the day of the report. The patient was getting benefit from both the dbs and scs system. The patient did not have symptoms return when the devices were shut off. Therapy related symptoms resolved once the dbs and scs systems were turned back on. The manufacturer representative tried to adjust the rate of scs on the day of report but it did not make any difference. The scs system was for low back and leg pain and was implanted in the left hip. Scs impedances were tested and showed to be fine on the day of the report. The patient requested to have the other manufacturer dbs system replaced with one from this manufacturer but their hcp declined. The patient had not had their dbs settings changed because they were getting good benefit from it. The patient planned to have their other manufacturer system checked. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the health care provider (hcp) and manufacturer representative on 2018-jul-20 clarified that the tremor return was on the patient's left side not right. The other manufacturer wanted to do a scan. The hcp wanted to the patient to go back to the hcp who had implanted that other manufacturer's system because before this implant the patient had not had any issues. It was additionally reported by a manufacturer representative that the implant was on the right side and the tremor returned in left arm when stimulator was on. The patient said that it hurt when the stimulator and other manufacturer's dbs system were running together. The reporting manufacturer representative was not sure if the patient felt this head pain when both dbs systems were on but the scs was off. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.